Event description:
The customer reported that during a procedure, the device jaws could not be re-opened and the knife was extended beyond the jaws. There was no pt injury. The site contact was not able to provide add'l details regarding the incident.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.